Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported the patient presented in-clinic with a device that was post-sensed t-wave oversensing. The patient received inappropriate atp. Reprogramming changes were made. Device remains implanted.